Event description:
It was reported that during an unknown procedure, the plastic package was damaged. Sterilization cannot be guaranteed, so the device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 4/2/2024. D4 batch # unk. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? The sales rep mentions plastic is damaged. 2. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? The sales rep mentions the primary packaging is damaged. 3. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? The sales rep mentions plastic of the primary packaging is damaged. 4. Did the damage to the primary packaging compromise the sterility of the device? Yes, the customer mention the damage to the primary packaging compromises the sterility of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2024.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch #a9dz76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was returned inside of its opened packaging. Upon visual inspection, a corner of the blister was broken on the seal area. Additionally, one photo was provided by customer and it showed a box from the top view. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lot. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9dz76, and no non-conformances were identified.